Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that ectopy occurred when crossing the valve. The ventricular lp dislodged when the catheter was in tether mode. The device was repositioned successfully. During the atrial lp implant, there were two unsuccessful fixation attempts. During the first, it was noted that the pacing impedance was high and that the lp slipped into a different location. During the second attempt, the impedance was still high. Upon repositioning, the device fell off the tissue. The atrial lp was removed and inspected, no anomalies were found. It was then noted that the patient's blood pressure dropped. A pericardial effusion was found via stat echo. A pericardiocentesis was performed. It is unknown when during the procedure the perforation occurred. The patient was eventually stable and discharged.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.